Event description:
On first application monitor analyzed and reacted correctly. On second through fourth application device analyzed and shocked when inappropriate. Rhythm was narrow complex a-fib. No error messages given. Device being analyzed by MFR. It is uncertain at this time if the device analyzed correctly and shocked anyway or if the shock was in response to an incorrect analysis.